Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during treatment/non-emergency treatment while implementing the stent, procedure was delayed, and the procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that host pc was unable to boot up. Upon further troubleshooting, the fse found that the issue was the system disk has not been read. The fse resolve the issue by connecting the hard drive directly to the motherboard. After connecting the hard drive directly to the motherboard, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the device¿s host computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and determined a new hard disk drive (hdd) and software install would be needed. A philips field service engineer (fse) visited the site and confirmed the device would not boot up. After replacing the hdd and reinstalling the software, the device was returned to expected functionality.